Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that a falsely low sodium test result was obtained for one patient sample from a dimension exl 200 analyzer. A siemens operational support (sos) specialist connected remotely to the customer site. Sos found the imt pup rate was 82.1 and stable. Tubing x0 and x1 were clean. The sample probe count was 19,000 cycles. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that the sample ultrasound block was in contact with the arm¿s metal support and that the ultrasound r1 probe was also in contact with the metal support. The cse replaced the 2 motors on the sample syringe panel, replaced the 2 sample syringes and replaced the sample tubing. The cse adjusted the 2 home positions of the syringe panel, removed the imt port and performed reaming and bleach cleaning. The cse aligned the sample probe with the imt port, replaced all imt tubing and performed maintenance on the rotary valve. The cse replaced the peristaltic tubing and aligned it to a flow rate set to 81 l/revolution), replaced the kcl, diluent, quick lyte reagents and primed the fluid lines. Internal quality control materials (iqc) were run with acceptable results. The cause of the falsely low sodium test result is unknown. Improper alignments at the ultrasound block were a contributing factor. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely low sodium test result was obtained for one patient sample from a dimension exl 200 analyzer. The initial test result was not released to a physician. The same sample was repeated on the same and an alternate dimension exl 200 analyzer. The test result from the alternate analyzer was higher, considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.